Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 220 mg/dl. The customer stated that the pump is not communicating with transmitter. Customer is not using sof-sensor. The customer was advised that the alarm bay be cause by distance or by rf interference. The customer was also advised that the alarm may be caused bo orientation. The customer was advised reorientation or relocating the transmitter or receiving device, or both. The customer will monitor sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.